Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box and alarm history showed that the data for the event date had been overwritten due to continues use of the pump. During investigation, the pump was exercised for 24 hours with no call service alarms or other errors or warnings occurring. The complaint of unusual issue was not able to be confirmed or duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.